Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. The patient reported that since march she had been in a great deal of pain after the routine replacement of her pump. She stated that she had to lay down 90% of the time, and that since the surgery, the pump had been tilted because it ¿didn¿t settle correctly¿. She stated that she lost a lot of weight because she was diabetic, and her pain management doctor told her she needed to gain weight because it may go through her skin. She stated that she was very mentally distraught after the conversation with her healthcare provider (hcp) about her body size/weight and wanted to be evaluated by another hcp, and that she already had ptsd from something else in her life. She stated that she took medical marijuana and didn¿t need to take oral baclofen. The patient requested physician listings which were sent to the patient. Additional information was received on (B)(6) 2022 from the patient who reported that she wore a brace binder and was bedridden for 4 months. Her pain management doctor then removed the pump to resolve the issue, and she was on medical marijuana and was pain free.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.